Manufacturer narrative:
No further information was provided by the hospital.

Event description:
It was reported that the simplex hv cement set up prematurely. Doctor was cementing in a stem and was only able to get the implant about half way in. Had to revise the implant that caused the patient femoral fracture.